Manufacturer narrative:
The explanted products were not returned to boston scientific. A new pacing system was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular defibrillation (rv) lead, right atrial (ra) lead and a left ventricular (lv) lead were explanted due to a patient infection. There was no additional adverse patient effects were reported.